Event description:
It was reported a patient underwent a laceration closure procedure on an unknown date in (B)(6) 2024 ad suture was used. The 3-0 suture needle disconnected off during last stitch of repair. Cnm was performing the last stitch and when she pulled through the needle was gone. Unknown if the device was available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: background: 1st degree laceration repair requiring suture. Assessment: cnm examined patient, bed, floor, biohazard bags, gowns, ppe, throughout entire room and needle was not found. Recommendation: ordered x-ray awaiting results. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - were there any patient consequences? If yes, please describe. - is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This medwatch report is in response to receipt of a voluntary medwatch report: (B)(4). No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h10 reference voluntary medwatch report: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.